Event description:
It was reported that the clinical study patient experienced mild erythema and warmth over the implantable pulse generator (ipg) site. The patient was administered medications and a continuous tomography scan was taken. There were no notable findings reported. The event was assessed to be related to the hardware and has since resolved.